Event description:
A malfunction alarm was reported by the customer. The customer's blood glucose level was not adversely affected and did not exceed 500 mg/dl. Technical support instructed the customer to reload the original cartridge onto the pump, but the process was unsuccessful. The customer successfully loaded a new cartridge and resumed insulin delivery.